Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received questionable results for three samples tested for multiple assays on the cobas e 411 immunoassay analyzer (e411). Of the mentioned samples, one had an erroneous result for the elecsys hcg + beta test system (hcgb) that was reported outside of the laboratory. The customer also mentioned that they failed a proficiency survey for the elecsys prolactin assay. The affected patient sample initially resulted as 0 miu/ml and this value was reported outside of the laboratory. The sample was repeated, resulting as 300 miu/ml. The patient was not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided. The customer later stated that they have stopped running the analyzer as they do not have confidence in the operator who was performing the testing. The customer stated that calibrations were not being performed as recommended and he was not sure if the analyzer was being properly maintained.

Manufacturer narrative:
The customer has clarified the specific details surrounding the event. The complained sample initially resulted as 0.142 miu/ml accompanied by a data flag on (B)(4) 2017 and repeated as 378.8 miu/ml. The repeat result was believed to be correct. A positive result was expected for the patient. The hcgb reagent lot number was 259199. The customer did not use adapters in their sample racks. The pinch valve tubing of the analyzer had not been changed since the analyzer was installed.

Manufacturer narrative:
Pinch valve tubing has not been replaced on the analyzer since installation in (B)(4) 2017. The customer did not replace the tubing according to what is recommended in product labeling. The investigation was unable to find a definitive root cause.